Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; bg cause was unknown and bg values were not provided. Customer uses room temperature novorapid during he load sequence, uses correction filling cartridge technique, good infusion set sites are selected. Multiple cartridge changes have been performed and an insulin change to address the issue and the issue continued. No air bubbles were observed during this event. Reportedly, the customer reverted to an alternate pump for insulin therapy.